Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an error occurred during the arcuate portion of laser assisted cataract surgery. The site was able to clear the error and complete the treatment. Once in the operating room the surgeon was not aware of the tag on the capsulotomy; this lead to the need for an anterior vitrectomy. The surgery was completed the same day without further issues and the surgeon does not feel the system contributed to the event.

Manufacturer narrative:
The system was examined and the company representative was unable to confirm or replicate any system non-conformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).